Manufacturer narrative:
A united states (us) customer reported observation of a discordant elevated high-sensitivity troponin I (tnih) result obtained on one patient sample which was considered discordant relative to repeat testing which produced lower results when processed on an advia centaur cp analyzer. Siemens healthcare diagnostics concluded the investigation of the event. Siemens has evaluated the information provided by the customer and the instrument performance which included cse total service call. No instrument issues were observed. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result is unable to be determined but siemens cannot rule out sample integrity issue. A product problem has not been identified. The customer is operational, the issue was resolved by routine troubleshooting and no further actions are required.

Event description:
The customer reports an observation of discordant elevated high-sensitivity troponin I (tnih) result obtained on one patient sample which was considered discordant relative to repeat testing which produced lower results when processed on an advia centaur cp analyzer. The customer tested the initial baseline sample and obtained an elevated result. The initial elevated result was reported to the physician who questioned the result. Per laboratory protocol, after an hour a new sample was drawn from the same patient and tested on the original instrument and obtained a lower result. The baseline sample was also retested on the original instrument and obtained a lower result which was considered correct since it matched the result of 1 hour collection tnih protocol sample. A corrected report was issued to the physician based on repeat testing. The customer stated that there were no reports of any unnecessary treatment or delay in treatment due to the elevated result. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih result.